Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of penetrating aortic ulcer as well as abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and two contralateral leg components were successfully deployed. Final angiography did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2017, a reintervention was performed whereby additional ballooning was performed to the trunk-ipsilateral leg component and an aortic extender component (pla280300j/15418052) was implanted. When the aortic extender component was deployed, it moved proximally, unintentionally covering the left renal artery. The physician elected to perform additional balloon angioplasty to the left renal artery, and blood flow was maintained. The patient tolerated the reintervention procedure.